Event description:
The insulation on the extended shaft was compromised at the distal section during breast augmentation surgery.

Manufacturer narrative:
(B) (4): a retrospective review of past complaints involving the ext was conducted after 3007069406-2009-00001 and 3007069406-2009-00002 were filed. This MDR filing is based on that review. Device evaluation on 5/26/09: during visual inspection of the returned ext shaft, damage of the insulation was noted near the distal transition section of the hypotube and the bendable shaft section on the shaft and tip assemblies. Review of the lhr did not note any anomalies during manufacturing of this lot. The conclusion was that the root cause of the failure was determined to be pinching of the insulation during a manufacturing step which resulted in scuffing of the insulation. On 7/14/09: due to subsequent complaints, the extended shaft is now being manufactured with a double layer of insulation. This is the final report.